Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting a calibration error and her blood glucose was 40 mg/dl this morning. Customer ate to bring her blood sugar back up and does not want to troubleshoot. Customer just wants to get the sensor replaced.